Event description:
A MFR's rep reported a power-on-reset condition occurred. No patient symptoms or other info was reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).